Event description:
The clinician reported that 1.5 months after the dental implant was placed in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the patient's local infection, the implant's exposure and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician noted the patient's local infection, the implant's exposure and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.